Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that they had not seen a doctor to determine the cause of why the battery only lasting 3 years

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for movement disorders. It was reported that the patient saw an elective replacement indicator (eri) message on their programmer for the implant on the right side. It was noted there was allegation/dissatisfaction with longevity as the patient said it had only been three years. Battery longevity was reviewed and it was stated that it was unclear if there was an allegation made or not. The patient was redirected to follow-up with their healthcare provider (hcp). Additional information was received from the patient on (B)(6) 2019, stating that they went to see the neurologists regarding the eri, and the hcp told the patient that the right ins battery was going low. The patient stated that they had both ins batteries replaced on (B)(6) 2016 due to normal battery depletion. The patient wanted to know how long they had until end of service (eos) appear on the right side ins. Patient used the patient programmer and confirmed that the voltage level on the right side ins was 2.58v. It was reviewed for the patient that eri appears at 2.6v, and eos appears at 2.2v. It was recommended for patient to check the right ins each day to monitor voltage level. No patient symptoms or further complications were reported as a result of this event.